Event description:
It was reported that the catheter curve could no longer be controlled and got stuck in the articulated position. During an electrophysiological study and cti ablation procedure to treat right typical flutter, a blazer prime xp temperature ablation catheter was selected for use. It was observed that the catheter curve could no longer be controlled and remained stuck in the curved position. The physician attempted to steer the curve, but it did not respond, so the catheter was replaced with a blazer prime 8 mm large curve catheter. The procedure was completed without patient complications. The device is expected to be returned for analysis. It was further reported that a resistance was felt on the blazer prime 8mm mid procedure and physician wasn't able to maneuver the curve anymore in any way. No unusual or tortuous anatomy on the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of curve stuck in articulated position was confirmed. Dissection testing of the device revealed a detached steering wire, which confirmed the reported event. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the blazer prime xp temperature ablation catheter was visually inspected, and no visible problems were noted. Functional testing revealed that the catheter's functional mechanism does not work. Dissection testing was performed, the device was destructively analyzed, and it was found that the steering wire was detached from the solder joint located at the distal section of the catheter shaft. Labeling review: review of the instructions for use (IFU) were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions, and no patient injury was reported. There is no evidence that any updates to the document are required at this time. Risk review: a review of the blazer prime xp temperature ablation catheter risk documentation was completed and confirmed that the event of curve stuck in articulated position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure, as the component problem of the device resulted in the reported event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter's curve could no longer be controlled, remaining stuck in its curve position. During acavo-tricuspid isthmus (cti) ablation procedure to treat right typical flutter, a blazer prime xp temperature ablation catheter was used. Midway through the procedure, resistance was felt, and the catheter's curve could no longer be controlled, remaining stuck in its curve position. An attempt was made to steer the curve, but the problem was not resolved. The patient's anatomy was not unusual or tortuous. Another of the same device was used and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.